Manufacturer narrative:
The lens was returned in a clear water-like liquid inside a plastic container. The optic is cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported 2-3 months following an intraocular lens implant procedure, the patient was unable to achieve visual acuity better than 6/36, poor visual acuity at all distances. The patient was booked for explantation of the lens at (B)(6) 2021. Additional information was received which states the sample has been returned indicating the lens exchange was performed.